Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the device alarmed a no delivery alarm. Customer's blood glucose was over 400 mg/dl. Customer had removed the battery due to the device was alarming no delivery alarms nonstop. Device alarmed a battery out limit alarm. After troubleshooting, customer was advised to monitor the device.